Event description:
It was reported that customer experienced continuous glucose monitor error during sensor use. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to perform pump reset, successfully completed reset without error reoccurrence, and then successfully started new sensor session, resolving issue.